Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had retaken a patient in the operating room for a vaginal evisceration post operative of a coelio hysterectomy. The vaginal section had been sutured with a suturing device.